Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: fibrin debris. Specific component(s) involved: other component malfunction, specify. Other component: diminished flash in rvad pump. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: both (in the same or visit). Malfunction device type: rvad.